Event description:
While the anesthesiologist was preparing the epidural tray contents for insertion, he noticed the contents in the lidocaine vial did not contain any liquid only crystals. The anesthesiologist discarded the entire contents of the tray and obtained a new one. FDA safety report ID # (B)(4).